Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the output connector assembly of the device was broken. It was also noted that the red display wire was pinched with the wire insulation exposed, and the display frame boss was stripped. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector, and has been returned for repair. No patient complications have been reported as a result of this event.